Event description:
During a citrectomy procedure, the vitrectomy function of this unit stopped but aspiration continued causing holes in the pt's retina. The pt did not suffer any additional injury and as of 12/11/97 is doing fine. The unit was sent to the clinical engineering department where the problem could not be duplicated. The physician has since used the unit without incident. No product will be returned for evaluation.